Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001150389 has two reports: (2) MFR # 2029046-2022-01659 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheter) lot # 30764104l.

Event description:
It was reported that a 70-year-old male patient, weighing 60kg, underwent an atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring vasopressor to increase blood pressure. It was reported that an atrial septal puncture was performed with an radiofrequency (rf) needle. Ablation was performed before cardiac tamponade and it was confirmed by body surface echo. The issue occurred after one hour of using the catheter, at the time of roof ablation no steam pop was confirmed. Investigator's judgment on the injury was that it was non-serious (moderate/minor) as a mild pericardial effusion was present. There is a causal relationship with the product although there was no abnormality observed before or during use of the product. The medical treatment for cardiac tamponade included use of a hypertensive agent because the blood pressure was slightly lower after the echo of the body surface. Visitag module was used in the ablation procedure. On the carto 3 system screen, the tag (visitag marker on the screen) was not able to be attached on the ablation point which meets visitag setting during the ablation for left atrium (la) roof line. No error messages were observed during the procedure. Force visualization features used were real time graph; dashboard; vector and visitag with an additional filter used with the visitag of force over time (fot). The issue was resolved by changing the catheter to another one. The patient was discharged with good progress without extension of hospital period. The physician commented that some high contact occurred due to the patient¿s breathing during the roof ablation. The reported high contact force is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This adverse event was discovered post use of biosense webster products. The physician's opinion on the cause of this adverse event is that it was due to patient condition and the procedure as during the ablation procedure, high contact occurred sometimes due to the patient's excessive breathing. Due to the small amount of pericardial fluid, only vasopressor was administered. No additional treatment conducted. The patient outcome of the adverse event is fully recovered. There were no relevant tests, lab, or patient medical history available. A smartablate pump was used. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was low flow 2ml/min and high flow 10-15ml/min; pre:1sec post:2sec. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. The visitag module was used, parameters for stability used were tag index, range; 1.5mm/time; 5s/fot; 50%/tag size;2. Real time graph; dashboard; vector; and visitag color options were used prospectively.

Manufacturer narrative:
On 1-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 70-year-old male patient, weighing 60kg, underwent an atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring vasopressor to increase blood pressure. It was reported that an atrial septal puncture was performed with a radiofrequency (rf) needle. Ablation was performed before cardiac tamponade and it was confirmed by body surface echo. The issue occurred after one hour of using the catheter, at the time of roof ablation no steam pop was confirmed. Investigator's judgment on the injury was that it was non-serious (moderate/minor) as a mild pericardial effusion was present. There is a causal relationship with the product although there was no abnormality observed before or during use of the product. The medical treatment for cardiac tamponade included use of a hypertensive agent because the blood pressure was slightly lower after the echo of the body surface. Due to the small amount of pericardial fluid, only vasopressor was administered. No additional treatment conducted. The patient outcome of the adverse event is fully recovered. Device evaluation details: the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).